Event description:
It was reported that a surgery was delayed by more than 30 minutes due to a lot number discrepancy.

Manufacturer narrative:
The associated complaint device was not returned. A visual examination of the ceramic liner indicated no obvious signs of damage. After evaluation it was determined that the ring with the batch no. 17dt85505 was allocated to the assembly with the batch no. 17ft88974. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated this is a complaint reporting two different lot numbers on an r3 liner. The lot number on liner was 17dt85505; not the same as on the chart-stick label, 17ft88974. Reportedly, there was no injury to the patient. However, the issue caused a 1 hour delay in the surgery time. No patient specific information has been provided with this complaint except the delay in the surgery time. No clinical/medical investigation is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batch. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this complaint closed.